Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. During the functional testing, the customer issue was confirmed. The cause of the reported issue was due to cut-off pressure too low. The downstream occlusion (dso) sensor needs to be recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump had "negative pressure error" while in use with the patient. There was no reported patient harm.